Manufacturer narrative:
(B)(4). The additional 2.5x15mm nc trek rx referenced is being filed under a separate medwatch MFR number. Evaluation summary: visual and dimensional inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it is based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. Reportedly, the mid to distal shaft of two 2.5x15 mm nc trek balloon dilatation catheters (bdc) broke into two pieces at approximately 70 mm from the balloon during failed attempts to reach the target lesion. The bdc's were pulled out and the procedure was successfully completed with a new 2.5x15 mm nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.